Event description:
The lap band was introduced into the patient abdomen where it was observed to have "come apart, broke." A back up device was available to complete the case with no adverse outcome to the patient.

Manufacturer narrative:
The port associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Analysis of the returned device noted breakage of the tubing near the band collar. Analysis did not yield definitive results as to the cause of the breakage. Device labeling addresses the possible outcome of a damage device: "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand-by device should be available at the time of surgery."